Event description:
The caller reported that the pt had a tracheostomy tube in for about a week and the pilot balloon would not hold air. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
(B)(4).